Manufacturer narrative:
Findings: pump received with intermittent up arrow button response due to flattened button dome switch. No unexpected numbers scrolling during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated number are scrolling through the pump when doing carbs and other numbers aren't responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.